Event description:
A home patient (hp) contacted (B)(6) regarding assistance with a supply bag falling and disconnecting on the homechoice (hc) unit. The hp stated she closed the transfer set and pressed stop on hc. The hp confirmed that there were no alarms. The tsr advised the hp to end therapy and start over with new supplies. The hp stated she would do a manual drain. The tsr advised the hp to contact the peritoneal dialysis nurse to inform of the bag disconnecting and any therapy not completed. The tsr assisted the hp to end therapy. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the issue was due to the supply bag falling and disconnecting. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.